Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited b30 scope communication error. The issue occurred at the beginning of an appendectomy procedure. There was a delay of 10 seconds and the patient was under general anesthesia. The procedure was completed with a different endoeye (model: ltf-vh, serial no. (B)(4). It was also reported that the same issue had happened during a previous procedure. There were no reports of patient harm associated with the event. Patient identifier:(B)(6) captures complaint on the b30 error that occurred during previous procedure.

Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. Scope was received with static image and a b30 communication error message. It was noted that there was no data transmission in the device. Scope had a heavy buckle on the video cable and deep slice on the bending section cover with a crack glue that exposes the thread. In addition, the insertion tube was loose from the switch unit side. The bending section cover was removed and found bending section dry with no frayed wires. The scope connector was opened and found dry with no corrosion. Evidence of physical damage from the bending section could have damaged the charge coupled device (ccd) elements that could have caused the image problem. The investigation is ongoing and. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the image was lost due to the abnormality of ccd (charge-coupled device) cable such as kink, breakage of wire occurred by physical stress on bending section/video cable which led to the reported event. The event can be prevented by following the instructions for use which state: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit, pull, or twist the insertion section, bending sections, control section, universal cord, video cable, video connector, and light guide connector. The endoscope may be damaged, and water leakage and/or breakage of internal parts like the image sensor cable can result. Olympus will continue to monitor field performance for this device.